Manufacturer narrative:
The technician investigated and indicated when he attempted to raise the head section the head would rise a few inches, stop and move unintentionally down. The technician replaced the head drive to repair the bed.

Event description:
Information received indicates when the head up or chair in functions are pressed the head section starts to rise, but will stop and jerk in the opposite direction.